Manufacturer narrative:
The investigation is still on going. Further information will be available in the next expected report.

Manufacturer narrative:
It was reported by the customer that the system moved unintentionally. Allegedly the backrest section of the bed frame lowered by itself and at the same time the mattress deflated on its own. The device was in use by a patient during the event. No injury was claimed. The device was inspected by arjo technician who did not find malfunction. The two-day simulation did not show any anomalies. Additional simulations were conducted at the manufacturing site on random samples to verify the hypothesis that the issue may be related to the power source at the customers' facility or use error. The performed simulations allowed to rule out both hypothesis. In this bed, the only possibility to simultaneously deflate the mattress and lower the head section of the bed, is to press either electrical CPR or pull the mechanical CPR. However, performed simulation showed that in order to press electrical CPR or pull manual CPR, a manual force is required. It is not possible to press or pull unintentionally, since the electric CPR button is surrounded by protrusions which protect the unintentional touch, and the handle from manual CPR needs to be pulled in order to be activated. Therefore, with the simulation performed, the customer allegation of unintended movement was not confirmed. The system played a role in the incident since it was used for a patient treatment, the customer allegation indicated a malfunction, however this could not be confirmed either with the system evaluation or simulation performed. The system worked as intended. This complaint was deemed reportable due to initial allegation of unintended bed movement. In the course of the investigation, the allegation was not confirmed.

Manufacturer narrative:
The investigation is on going. Further information will be available in the next expected report.

Event description:
Following the information gathered, a customer claimed that the backrest had lowered by itself and simultaneously the mattress deflated unintentionally. The bed was evaluated by a arjo technician and no device malfunction was found. The device was in use by a patient during the event. No injury was claimed.